Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting loss of capture (loc) and high thresholds. The physician suspected the issue was related to the patient's intrinsic conduction or a possible microdislodgement. The patient is not pacemaker dependant and experienced no asystole. A successful revision procedure was performed to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed a separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.